Manufacturer narrative:
Consumer reports pt came in for an implant, implant was mobile needed to be removed. Consumer reported same day spinner, the time off loss was before prosthetic restoration, osseointegration was not achieved.

Event description:
Consumer reports pt came in for an implant, implant was mobile needed to be removed. Consumer reported same day spinner, the time off loss was before prosthetic restoration, osseointegration was not achieved.